Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's lab results demonstrated anemia on (B)(6) 2017; a mediastinal hemorrhage was also noted. The patient was treated with multiple blood transfusions and the event reportedly resolved by (B)(6) 2017. The patient remained ongoing on (B)(4) until ultimately being transplanted on (B)(6) 2017.